Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the bowman lacrinal probe (360271) broke off in a patient during an unspecified procedure. There was no patient injury and delay in surgery is unknown.

Manufacturer narrative:
Additional information received via medwatch #mw5101071 indicates that the tip of the lacrinal probe broke off in the patient during use leaving a small linear mental fragment that had to be removed in a second surgery. This was discovered by an x-ray scan. All the broken parts were recovered. The bowman lacrinal probe (360271) was not returned for evaluation; however an image was provided for evaluation: the reported complaint is confirmed. Per the provided image, the 360271 probe had its end broken off due to rough handling or environmental damage. No manufacturing, workmanship or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.